Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) at a dose of .125 ml/day at an unknown concentration via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a spinal tap and discovered bacterial meningitis, and told his healthcare provider to remove the pump. The pump was removed in 2017 due to the bacterial meningitis. The infection was confirmed. No further complications were reported.